Event description:
It was reported that the right ventricle's pace/sense portion of the lead exhibited failure to capture, failure to sense, and low pacing impedance. Only the pace/sense portion of the right ventricle (rv) lead was capped and a new rv pace/sense lead was placed on (B)(6) 2022. Patient was stable.